Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set disconnected at the tubing connector. The new cannula between the needle and the quick- release was opaque and frosted, while the other part looked normal. The patient's blood glucose was normal and did not require any medical treatment. No further information available.